Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2016 using cooladvantage coolcore, to the biateral inferior axilla on (B)(6) 2016 using cooladvantage coolcurve+, and to the bilateral flanks on (B)(6) 2016 using cooladvantage coolcurve+ who developed paradoxical hyperplasia (pah/ph) of thethe bilateral bra roll/side of chest (inferior to axilla) on an unknown date post-treatment and was diagnosed on 14jul2017. Upm(B)(4); upm(B)(4).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen on (B)(6)2016 using cooladvantage coolcore, to the biateral inferior axilla on (B)(6)2016 using cooladvantage coolcurve+, and to the bilateral flanks on (B)(6)2016 using cooladvantage coolcurve+ who developed paradoxical hyperplasia (pah/ph) of thethe bilateral bra roll/side of chest (inferior to axilla) on an unknown date post-treatment and was diagnosed on (B)(6)2017. Upm2015198006; upm2016056008

Manufacturer narrative:
Additional narrative required. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.